Event description:
The end user was allegedly crossing a roadway at an intersection in a motorized wheelchair and was struck by a truck. As a result of the incident, the end user allegedly sustained multiple injuries and required surgery.

Manufacturer narrative:
Equipment not returned to manufacturer for evaluation; however, no malfunction suspected. The hoveround's owner's manual warns, "do not drive your mpv4 on the roadway or public streets".